Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a flexiva 200 tractip laser fiber was used during a ureteroscopy procedure performed on (B)(6) 2017. Reportedly the laser unit used was a p120 with laser settings of .4j and 70 hertz. According to the complainant, in less than five minutes of use during the procedure, the laser fiber was unable to break the stone, the aiming beam turned dim and the laser fiber connector became extremely hot. A towel was used to remove the overheated connector and there was no burn injury to the physician/nurse. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient was in good condition at the conclusion of the procedure.